Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h6, h11. The device was not returned to olympus for inspection and the reported failure was not confirmed. Based on historical data, possible causes include material issues like deterioration, mechanical problems due stress, wear, corrosion and electrical problems like open circuits, short circuits, signal loss, component problems. These can be caused by no design or manufacturing problems and can occur between components such as boards, sockets, pins, cables and connectors, etc. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported that the subject device had a b30 error and the image stopped displaying. The issue was found during a diagnostic nasal upper gastrointestinal screening endoscopy examination that was completed with an olympus back-up device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.